Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On 06/29/2022, a distributor of infutronix reported a complaint on behalf of an end user: "pump leaking. Per patient report, leak near square indicating near filter." The leak occurred during an infusion. Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).